Event description:
Customer reported receiving a message 'lo' (reading less than 2.2 mmol/l) on their adc device scan. Customer further reported experiencing no symptoms and was seen at a hospital where a lab result reading of 14.3 mmol/l was obtained. Customer was diagnosed with hyperglycemia and was administered an unspecified infusion. There was no report of death or permanent impairment associated with this event. The readings, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a message 'lo' (reading less than 2.2 mmol/l) on their adc device scan. Customer further reported experiencing no symptoms and was seen at a hospital where a lab result reading of 14.3 mmol/l was obtained. Customer was diagnosed with hyperglycemia and was administered an unspecified infusion. There was no report of death or permanent impairment associated with this event. The readings, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and unacceptable additional carbon print was observed. Continuity test has been passed, indicating that the observed additional carbon print does not have an impact on sensor functionality. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.